Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a charging board failure. No patient involvement.

Manufacturer narrative:
Additional information: e2, g2 (report source), h7, h9. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a charging board failure. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received error code 120.4500, designating failed component on power supply board; component replaced. Software version as found 9.33.1; as left 9.33.1. Switching power supply overheating; switching power supply replaced. Front case cracked along bottom screws; front case replaced. Rear case cracked along dome and top left and right corners; rear case replaced. Handles cracked along screws; handles replaced. Iuis had corrosion along pins; iuis replaced. A review of the device history record showed the device had a manufacture date of 30oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the power supply board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
It was reported that the device had a charging board failure. No patient involvement.